Event description:
It was reported that seven days post implant, the patient had increased of dyspnea. A chest x-ray was done and it revealed that there was a left pneumothorax. It was noted that the pneumothorax was related to the implant procedure. The patient then underwent a surgical procedure for placement of a chest tube. The device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to devices marketed in the u.s. (B)(4).